Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" against left device. The device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on june 15, 2022 with lot number 3436219. Visual analysis of the returned device identified one curved opening. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one opening striated. Based on the device analysis the final assessment is: one opening striated in the side radius assessed as surgical damage.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" against left device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.6b , h.6.

Event description:
The device has been explanted.